Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for clotting with the incident lot was observed. The customer samples were evaluated and no issue with the additive was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Inquiries regarding processing details of this reported condition were not able to be obtained from the customer. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality. Handling processes and pre-analytical variables that can lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. To assure a high quality specimen several factors are key. Included, but not limited are: proper phlebotomy techniques to minimize hemolysis and platelet activation, proper tune fill volume to assure the proper blood to additive ratio, gentle and thorough mixing. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the tubing's "dead space" with blood. The discard tube does not need to be filled completely. The discard tube should be a no additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Event description:
It was reported that several bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes were missing additive. The following information was provided by the initial reporter: "for several days and on several samples, we have noticed the presence of fibrin in the naf tubes. After centrifugation, the plasma is taken in mass which does not allow the analyses to be carried out. Do you have an explanation? Was a nonconformity noted by your services on this batch? Thank you for your follow-up."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that several bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes were missing additive the following information was provided by the initial reporter: "for several days and on several samples, we have noticed the presence of fibrin in the naf tubes. After centrifugation, the plasma is taken in mass which does not allow the analyses to be carried out. Do you have an explanation? Was a nonconformity noted by your services on this batch? Thank you for your follow-up,"